Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Visual inspection of the as returned product identified the implant and cover screw were returned together, although not fully assembled. Additionally, there were signs of use on the returned devices and the cover screw was unable to be tightened further appropriate documentation was reviewed. DHR review was completed for the subject lot number (64064182). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Therefore, based on the available information, device malfunction had occurred and the reported event was confirmed. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Additional PMA/510(k) numbers: k013227.

Event description:
It was reported that the cover screw would not screw into the implant. The procedure was completed using another implant.